Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning properly. Upon inspection, it was observed that the pump exhibited dimpling when pressed. A surgical procedure was subsequently performed, during which all components of the device were removed and replaced. No additional information was provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning properly. Upon inspection, it was observed that the pump exhibited dimpling when pressed. A surgical procedure was subsequently performed, during which all components of the device were removed and replaced. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was microscopically inspected, leak tested and functionally tested. Microscopic inspection revealed that the ms pump krt was worn to the filament. Functional testing showed the ms pump did not pass activation tests 2 and 3, while the leak test passed. The reservoir was microscopically inspected and leak tested. Inspection revealed wear at a fold in the reservoir shell. The leak test passed. The cylinders were microscopically inspected and leak tested. The first cylinder had a hole in the proximal end caused by a sharp instrument and exhibited wear at folds in the proximal, middle, and distal ends. Second cylinder showed wear at a fold in the proximal end. Leak testing confirmed first cylinder leaked from the hole, while second cylinder passed. Based on the available information and analysis results, the pump not passing the functional test, could have caused or contributed to the reported clinical observation of device mechanical issue and pump collapsed/dimpled/flat. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.